Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 1200 mg/dl. The customer experienced symptoms such as passed out and infection. The customer was treated with insulin drip. Customer stated that infusion set did not stick. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.